Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack for bd cor, a false negative hpv patient result was obtained twice. Sample was repeated on allplex and was hpv positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern for the false negative results in the complaints (B)(4), which required review of the customer complaint history, review of the bhr records, and review of the customer provided run files. The customer observed evidence of a possible amplification signal that did not result in a final positive call for the hpv 35/39/68. When the sample was retested on a later date with a different lot for the pcr plate, the sample was positive. After analyzing the files provided by the customer, bd determined that the customer correctly identified signals in the sample readings that deviate from archetypical negative reactions. However, in these cases, the system employed an automated quality control check, determining that these signals did not adequately meet the criteria of an amplified reaction to result in a positive call. The purpose of this quality check in the algorithm is to prevent false positive results from being reported to the clinician and patients. Bd acknowledges that aberrant sample results are concerning and warrant repeat testing to ensure the integrity of the results. While the bd hpv onclarity¿ assay automated algorithms have high accuracy, bd acknowledges that discrepancies may occur when repeating samples. Ultimately, bd acknowledges that false negative and discrepant results may occur as per the assay IFU; further the false negative result occurred for the complaint (B)(4). Bd understands that the customer values quality and accuracy and will continue to monitor and investigate issues raised by the customer. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack for bd cor, a false negative hpv patient result was obtained twice. Sample was repeated on allplex and was hpv positive. There was no report of patient impact.